Event description:
It was reported the pt is not receiving stimulation and is unable to communicate with or charge her ipg. The pt states, she has only charged her ipg once since it was implanted. An sjm representative met with the pt and confirmed the issue. The pt is considering an ipg replacement. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.